Manufacturer narrative:
Lawyer-filed report (B)(6). : it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a video laparoscopy, anterior-posterior colporrhaphy, enterocele repair, vaginal vault suspension, and cystoscopy.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine prolapse, and mixed urinary incontinence. The patient underwent the concurrent procedures of laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat pelvic organ prolapse on an unknown date. The patient experienced erosion, continued pain and has had to undergo additional corrective surgeries. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2009. The patient underwent mesh removal in (B)(6) 2011.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy a due to incomplete vaginal prolapse and stress urinary incontinence.

Manufacturer narrative:
Lawyer-filed report (B)(6).

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported the patient underwent mesh revision on (B)(6) 2011, due to mesh erosion, pain, and infection. No additional information provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced mixed incontinence, urinary tract infection, urinary frequency and urgency, hematuria, vulvovaginitis, post void dribbling and splitting urinary stream. (B)(4).

Event description:
It has been reported that following insertion the patient experienced mixed incontinence, urinary tract infection, urinary frequency and urgency, hematuria, vulvovaginitis, post void dribbling and splitting urinary stream.